Event description:
The user reported that during an infusion, the pump alarmed for air-in-line and when the clinician unloaded the set from the pump to remove the air, the line disconnected at the upper accuslide joint. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of line disconnected at the upper accuslide joint was confirmed. However, the cause of this issue could not be determined, as the upper tubing above the accuslide joint was not received for investigation. The lot number was not identified, therefore, lot history record review could not be performed.